Manufacturer narrative:
Investigation of the device found no damages or defects that would contribute to a communication error. The download data could not be obtained because the device would not connect to the master pdm. The pcb was removed from the device and connected to a power source. The pcb was still unable to be connected to the master pdm due to the corrosion. As a result, the device could not be rerun and the data could not be inspected for any communication errors. The cause of the reported communication error could not be determined. A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. It was also reported that the pod had a communication issue during operation. As treatment, the patient changed the pod.